Manufacturer narrative:
Country of origin: (B)(4).

Event description:
It was reported that the patient was hospitalized during use of a cadd®-legacy duodopa pump. The pump was alarming to say reservoir was empty, but it was not empty. The user tried to turn the pump on and off, change the battery, and took out the cassette and re-inserted it, but the pump still did not work. The user was advised to try a new cassette, take it out of the fridge, and leave it for 20 minutes. The user also was advised to give the patient medication tablets if the pump was still not working. No permanent injury was reported.